Manufacturer narrative:
The device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the crt-d (cardiac resynchronization therapy defibrillator) exhibited "abnormal battery depletion." The device was explanted and replaced. No patient complications have been reported as a result of this event. The patient is part of the (B)(4) clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).